Manufacturer narrative:
Based on the investigation, the root cause for the drill fracture was unable to definitively ascertained. Review of the device history records for the reported batches verified that the drills were supplied in conformance to the specifications. No deviations were noted which may have contributed to the failure of the device in its intended use. Trend analysis for the drill showed that this was the first reported breakage of the device, and the failure rate is low. No further complication or serious injury was reported at the time of this report. No new or emerging risks have been identified from the investigation. The device performance and reported failure mode is to be monitored via post-market surveillance.

Event description:
During a periacetabular osteotomy procedure, the surgeon was drilling the hip bone when the drill bit reportedly snapped. Half of the drill bit was retained in the patient and the surgeon was unable to remove it without further damaging the bone. Patient's bone quality is unknown. No further complications were reported, and the surgical procedure was completed successfully.